Event description:
Rn's were assisting patient back to bed when patient laid on his tubing, and the tubing came apart at the lower y-site connection. Rn stated the tubing did have "a little" tension on the line, but in her opinion it was not enough to cause the tubing to separate. IV tubing was saved and given to baxter representative on for evaluation. Evaluation pending.